Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited rf telemetry anomaly. The device could not be interrogated with rf antenna and can only be interrogated with the wand. A device download was performed and the device could be interrogated with rg antenna.